Event description:
A laparoscopic dermoid cystectomy was performed in 2002. At the conclusion of the procedure the surgeon instilled 300 ml of gynecare intergel through the right lower quadrant port. The pt was discharged the following morning. Three days post-op the pt returned with a low grade fever, nausea, and severe abdominal pain. Wbc at that time was 21,000 with a shift to the left. CT scan showed a small amount of material consistent with dermoid debris in the cul-de-sac, however, it also showed diffuse inflammatory changes of the large and small intestine described as a "dirty serosal changes". The pt developed a fever and was started on antibiotics which were administered for 48 hours. Infectious disease and general surgical consultations were obtained. A repeat CT showed an increase in the amount of fluid in the peritoneal cavity. The pt underwent an exploratory laparotomy. At this time it was noted that the port through which the intergel was instilled was red and swollen. The intergel had tracked through the subcutaneous tissue down towards the left labia which is also red and swollen. This tract was explored and solution was irrigated out. Upon entering the peritoneal cavity severe diffuse inflammation was noted. The fallopian tubes were red and swollen. The bowel appeared to be coated with a whitish inflammatory exudate. The loops of the bowel were stuck together. The peritoneal cavity was irrigated copiously. A partial omentectomy was preformed because of apparent inflammatory changes. Histologic interpretation revealed normal omentum with foreign body reaction and macrophages. All cultures from the peritoneal cavity were negative. There was no histologic evidence of infection. The pt's symptoms started to improve almost immediately after surgery. They were discharged and continues to improve.